Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that staff have been able to complete all procedures, but during some cases, the staff has had to reboot multiple times to get the system fully functionally. Customer is not able to provide dates, patient and procedural information for exams that required multiple reboots. No reported injury.